Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler fired but had an incomplete staple line on the proximal part. Manual suturing was done to resolve the issue. Another reload was used to complete the case.